Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: h6 (annex g). Event summary : (B)(6) hospital informed cook on 30jun2023 of an incident involving a ngage nitinol stone extractor (rpn: nge-017115; lot #: 15052502). It was reported that the basket would not close completely during a lithotripsy of lower right renal calyx under ureteroscopy procedure on (B)(6) 2023. The extractor was removed from the patient. Prior to inserting the device back inside the patient, to remove a second stone, it was discovered that the basket would not completely close. Another same device was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. There was no harm to the patient. Investigation ¿ evaluation: a document-based investigation was performed including a review of complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control procedures, as well as a visual inspection and functional test of the device were conducted. One device was returned to cook for evaluation in an open pouch with shipping tray and product carton. The handle actuated basket formation, but it does not fully close. The shrink tubing was peeled back in several places. The sheaths that hold the basket wires in place and form the shape of the basket were severely torn. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A database search did not identify any other events associated with the reported device lot. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in field. The information provided upon review of complaint file, device history record, complaint history, and quality control documents provided evidence to support that the device was manufactured to specification. Cook also reviewed product labeling. The product IFU provided the following information: suggested handling instructions for extractors and forceps. Important: excessive force could damage device. Based on the information provided, inspection of the returned device, and the results of the investigation, it is possible the device experienced excessive force during use. The provided information stated the device was initially able to function and remove stones. This indicated the damage occurred during use. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of risk documentation, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
E1: first name: unknown (B)(6). Second. E1: address: (B)(6). G4: PMA/510k # ¿ exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during lithotripsy of lower right renal calyx using a flexible ureteroscope, an ngage nitinol stone extractor was used to capture a stone. The extractor was removed from the patient. Prior to inserting the device back inside the patient, to remove a second stone, it was discovered that the basket would not completely close. Another same device was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. There was no harm to the patient.